Event description:
(B)(4). The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The event was reported on MDR documentation as follows: "during colonoscopy, a 1.5 cm pedunculated polyp was identified in the proximal sigmoid colon. The pedicle was encircled with a snare and polyp was excised using the erbe. The physician state that the cautery wire was not touching any other mucosa; however, after polyp excision, a mucosal defect was noted approximately 1.5-2 cm away from the polypectomy cautery site. He said the lesion was not bleeding and a concern was raised for possible perforation; therefore, a hemostatic clip was applied to close the defect and to mark the site for future reference, if needed. CT abdomen/pelvis revealed large amount of free air throughout retroperitoneum which was felt to be due to perforation in sigmoid colon region. Patient was admitted to the hospital, surgical consult was made and decision to observe patient. Pt received IV antibiotics and was discharged home on (B)(6) 2014. Abdomen remained benign throughout hospital stay. Questioned by physician whether there was arcing of the current from the snare causing the perforation."

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation revealed that the unit was delivering cut and coag outputs that were within specification. However, some unrelated service work and adjustment of settings was performed on the unit. In a review of unit's device history record (DHR), no anomalies were found. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, most likely electrical energy followed the path of least resistance to the alternate site through a breach in the snare wire. However, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work with involved medical personnel was offered. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.